Event description:
It was reported that the atrial leadless pacemaker (alp) had high capture thresholds during an initial implant procedure on (B)(6) 2026. It was noted the high capture thresholds led to failure to capture. The physician elected to implant a ventricular device only. The patient was stable throughout the procedure.